Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: august 18, 2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, during a transforaminal lumbar interbody fusion (tlif) case at l5-s1 with expedium 5.5 and t-pal, it was noticed that during insertion, the implant articulated prematurely when it was about three-fourths of the way in and after removal, the ridges on the 15mm implant were rounded. The surgeon performed the discectomy and insertion through a pipeline retractor system. The surgeon trialed a 14mm 10x28mm t-pal and took fluoroscopy to confirm correct position. Instead of a 14mm titanium t-pal implant, a t-pal titanium spacer 10mm x 28mm 15mm height - sterile implant was chosen. The 15mm implant was loaded on the t-pal spacer applicator handle with t-pal spacer applicator knob and t-pal spacer applicator inner shaft using proper technique. As the surgeon started to mallet in the implant, it articulated prematurely when it was about three-fourths of the way in. The surgeon was very concerned about causing a dural tear due to this premature articulation, so the implant was taken out and loaded on a different handle, knob, and inserter stylet. The scrub technician carefully loaded the implant using all of the correct steps and tightened the implant properly. Once again while the surgeon was inserting the 15mm implant, the cage prematurely articulated. The surgeon took a look at the inserter and the implant and noticed some of the ridges on the 15mm implant were rounded. This resulted in a ten (10) minute surgical delay. Because the implant was now faulty, it was decided to use the same implant size as previously trialed, a 14mm 10x28mm peek implant. It was loaded on the second inserter handle and the surgeon was able to successfully insert the implant. A couple of x-rays were taken to verify the implant position to the surgeon's satisfaction. The surgeon was happy with the location of the cage and easily removed the inserter handle. He decided to rotate the cage a little further using the implant pusher and a mallet. The procedure was completed successfully without patient harm. Patient outcome is good. Concomitant devices reported: t-pal spacer applicator handle (part 03.812.001, lot 3436114, quantity 1), t-pal spacer applicator knob (part 03.812.004, lot 3463251, quantity 1), t-pal spacer applicator inner shaft (part 03.812.003, lot 9248230, quantity 1). This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: the returned instruments were examined at customer quality. A visual inspection, functional test, device history records review and drawing review were performed as part of this investigation. The alleged devices (t-pal spacer applicator handle, inner shaft and knob) were assembled together and were used to pick up returned t-pal 15mm spacer. The knob was turned to tighten the grip till the highest possible setting. The inner shaft and hence the assembly held the spacer tightly and in a rigid position. The spacer could not to move from it¿s locked position when external force was applied. The spacer was then removed and entire procedure was repeated one more time which produced the same results. Hence, complaint condition was not able to be replicated at cq location. It was not possible to re-create the entire intra-operative condition and forces during functional test, hence complaint is confirmed following a conservative approach, but returned devices under complaint functioned per the expectations during the above functional test procedure. Visual inspection: the overall balance of the devices looks in a good, functional condition with some signs of wear which does not impact product functionality. The wear marks are in line with the general intra-operative usage and exposure to previous sterilization processes. The devices properly functioned during functional test. No other issue with the complaint devices was observed. DHR reviews: no ncrs were generated during production of any of the alleged complaint devices. Review of the device history records showed that there were no issues during the manufacture of the products that would contribute to this complaint condition. Relevant product drawings were reviewed: the design and materials were found to be appropriate for the intended use of these devices. Exact root cause could not be determined based on available information. The returned devices performed per expectation during functional testing performed at cq location. Synthes t-pal technique guide was reviewed and it recommends to select the t-pal spacer size that corresponds to the size and height determined with the trial spacer. It is unknown that why the surgical staff chose to operate with 15 mm height spacer implant after performing a successful trial run with 14 mm height spacer implant. The unknown additional interferences due to selection of the larger size implant can be the major contributing factor to the complaint condition. Minor damages observed on the spacer implant were most probably caused intra-operatively and hence post-manufacturing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.